Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the patient experienced a high blood glucose event, with a current blood glucose value of 180 mg/dl, after insulin delivery was suspended and the event was treated with insulin pump. The event involved mmt-332a, mmt-1884l, mmt-7040b, mmt-397a. The event began after changing the pump battery, which resulted in a pump error and failed insulin delivery. The battery cap (acc-1529) was confirmed to be correct and undamaged, and the battery compartment was free of corrosion. The pump passed all tests, including displacement and self-test, and no occlusion was found. The event involved no product replacement or return. The patient was advised to monitor the product and blood glucose, and to call back as needed. No further patient complications were reported. Mmt-332a, mmt-1884l, mmt-7040b, mmt-397a were not expected to return.